Manufacturer narrative:
Correction b5: it was reported that a spectrum pump had an over infusion of oxaliplatin. The drug time was approximately 250ml over 2 hours. It ran over for 2 hours and 40min and total volume infused on pump stated 320ml. Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an over infusion. The event occurred while pump was on patient in the oncology unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.